Manufacturer narrative:
Pump was received with a partially broken retainer ring. The pump passed the self test. Unable to do the displacement test due to partially broken retainer ring. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found moisture damage on keypad traces, pcba 1, pcba 2, motor home switch and force sensor. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2023 13:06:39.000. Pump error 53 (file number: 14; line number: 1232) on (B)(6) 2023 14:26:08.000 was confirmed in the history files due to a hardware error. Unable to lock a test p-cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, corroded keypad trace, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, partially broken retainer, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label faded). Unresponsive keypad was confirmed during analysis with intermittent button response due to moisture damage on the keypad traces, pcba 1 and pcba 2. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. Partially broken retainer ring damage was confirmed. Pump error 53 was confirmed due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm. The customer has reported the the buttons was pressed for more than 3 min so it leads that the buttons are not responding. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the issue was not resolved. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.